Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump would lose power intermittently. It was also noted that there was a crack in the pump case near the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/08/2014 with the following findings: a review of the pump history revealed that the pump had rebooted due to an unconfirmed empty cartridge alarm. The battery cap was able to fully secure to the pump. Evaluation revealed that there was a hairline crack in the battery compartment threads. The pump was exercised for 24 hours with no power reboots or intermittent power observed. Unrelated to the complaint, evaluation revealed that there was a single vertical line going through the display. A test display was inserted and found to function properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.